Manufacturer narrative:
On august 1, 2007, a boston scientific sales rep. Followed up with the following information; "while mapping the left atrium and pulmonary veins it appeared that the chilli catheter perforated through a suspected aneurysm in the left atrium as identified by the CT scan. A pericardial effusion was caused by the event. A pericardiocentesis kit was used to remove blood from the area so the atrium could contract. The patient's blood pressure was 30 systolic at the time of perforation and returned to 90 after pericardiocentesis was performed. The procedure was stopped and the patient was moved to the ICU and released the next day." The directions for use indicates that the chilli device is used to treat "mappable ventricular tachycardias". However, this catheter was being used inside the left atrium. A review of the device history record found no issues related to this event. A review of similar complaints found one other complaint reported from the same physician for perforation with a chilli catheter. As a result, further follow up will be conducted with this physician.

Event description:
On july 27, 2007, a report was received from a boston scientific sales representative stating, "while moving the chilli catheter the physician created a perforation at the epicardal effusion. A pericardiocentesis kit was used to remove the blood from the area so the atrium could contract. The procedure was stopped. Patient is fine and stable.